Event description:
There is no indication that the product caused or contributed to an adverse event. The reported claimed that she obtained a blood glucose reading on the patient of "22 mg/dl" which she stated was lower than another device. However, it is not known what type of device the reporter/patient was comparing the subject meter to or what the blood glucose result obtained on the other device was. The reporter did not have the subject meter or testing supplies at the time of troubleshooting and so the issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.